Event description:
Facility medwatch# 250965414-2013-0001. It was reported that during a stenting treatment procedure a stent dislodged. Vascular access was obtained via the right common femoral artery. The 80% stenosed target lesion was located in the mildly tortuous left external iliac artery (eia). Resistance was encountered as the 7.0x60x75cm express ld stent delivery system (sds) was advanced along the non bsc guide wire to the target lesion. After the sds reached the target location, the physician checked flow and it was noted that there was no antegrade flow. As a result, the sds was withdrawn. After withdrawal of the sds it was noted that the stent remained in the patient's anatomy undeployed, at the left external iliac. Another non bsc guide wire was placed alongside the detached express ld stent. A non bsc stent was advanced to the location of the detached express ld stent, deployed and successfully jailed the stent against the vessel wall. Two non bsc stents were placed overlapping at the target lesion. The patient was asymptomatic throughout the procedure. No further patient complications were reported. The patient was released in a normal timeframe post procedure.

Manufacturer narrative:
(B)(4). The complaint device has not been be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).